Manufacturer narrative:
Correction: h6 health effect - clinical code.

Manufacturer narrative:
Correction: b5 was missing from previous report

Event description:
It was reported that the pacing dependent patient presented to the hospital after a syncopal episode and dizziness. A device interrogation showed pacing inhibition caused by myopotential over-sensing exhibited by both the right atrial and right ventricular leads. The patient was scheduled for revision and the leads were capped and replaced on (B)(6) 2024. There were no further adverse patient consequences reported.

Event description:
It was reported that the pacing dependent patient presented to the hospital after a syncopal episode. A device interrogation showed pacing inhibition caused by myopotential over-sensing exhibited by both the right atrial and right ventricular leads. The patient was scheduled for revision and the leads were capped and replaced on (B)(6) 2024. There were no further adverse patient consequences reported.